Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First report of patient reporting pain was on (B)(6) 2017 during visit to rehab. X-rays were taken on (B)(6) 2017 which confirmed the fracture was healing and there were no issues with the devices. Second patient follow up occurred on (B)(6) 2017 with further reports of left hip pain and swelling. X-rays were taken same day and showed the fracture was fully healed and the hardware was in the correct position with no issues.

Manufacturer narrative:
Patient¿s height reported as 5 feet 5 inches. Corrected revision surgery date. Explanted date: not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: part# 04.038.100s; lot# 9877539, DHR review for part # 04.038.100s lot # 9877539, release to warehouse date: (B)(6) 2015, expiration date: (B)(6) 2025. Manufacturing site: (B)(6). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 100mm sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 a patient reported pain post-operatively from a secondary revision surgery that was performed on (B)(6) 2016. Additionally, it was noted in the medical records that a superficial suture type of abscess was noted on (B)(6) 2016 post surgery. Patient was treated by removing the suture, draining of the fluid, and oral antibiotic treatment. According to the medical records provided, all devices are intact and the fracture has healed appropriately. No additional surgery is planned at this time. This complaint involves 3 devices. This report is 2 of 3 for (B)(4).